Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that they experienced high blood glucose level. The high blood glucose level was 412 mg/dl. The customer declined troubleshooting for high. The insulin pump and sensor will not be returned for analysis. Unomed set ozp-mmt-7020-snsr frn-unk-rsvr.